Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor was seized, jammed, heavy moving, motor has dropouts and the machine has dropouts. It was further noted that the device failed pre-test for battery case coupling, off/oscillation/on switch mode function, oscillation angle, switching function, triggers and electronic control unit function, compatibility between small battery drive device I and small battery drive device ii and the function with pen drive console. It was noted in the service order that the device was defective and that it never worked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.